Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 6.0 inr, strip lot # 264079. Date: (B)(6) 2012, inratio results: 3.7 inr, & 3.6 inr, strip lot#: 272216. Pt re-tested on new srips within minutes, using a new finger each time. Pt's therapeutic range is 2.0-2.7.

Manufacturer narrative:
Investigation pending.